Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: h6 codes.

Event description:
Information was received indicating that the smiths medical, cadd-ms 3, mdl 7400, pump lost programing. It was reported the end user believes she might have bolused herself, she was in the hospital at the time and had backed down the pump rate. Per reporter the patient was able to use a backup pump and the remodulin 5mg.ml dose is now back to a continuous rate of 0.042 ml.hr with the dose amount of 60ng.kg.min. No adverse patient effects were reported. No additional information is available at this time.